Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included morbid obesity, gerd, peptic ulcer and gallbladder abscess. Concomitant products included atorvastatin since (B)(6) 2018, hydrochlorothiazide, hydrochlorothiazide (microzide), ibuprofen, lisinopril, magnesium gluconate (magonate), omeprazole, ranitidine hydrochloride (zantac) and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menopause ("hormonal changes describe: put me into full menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), bipolar disorder ("bipolar"), schizophrenia ("schizophrenia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and depression ("depression"). The patient was treated with surgery ((hysterectomy with unilateral salpingo-oopherectomy), oophorectomy (one side removal of ovary), ) and surgery (ablation, d&c,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menopause, vaginal haemorrhage, menorrhagia, urinary tract infection, bipolar disorder, schizophrenia, urinary tract disorder, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, fibromyalgia, alopecia and back pain outcome was unknown, the genital haemorrhage had resolved, the anxiety, bladder disorder, migraine and depression had not resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menopause, menorrhagia, migraine, nausea, pelvic pain, schizophrenia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history,concurrent condition were added. Events genital haemorrhage, menopause, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, bipolar disorder, schizophrenia, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, fibromyalgia, alopecia, uterine haemorrhage, abdominal pain, back pain, depression were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and schizophrenia ("schizophrenia") in an adult female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and female condom in 2010. Previously administered products included for an unreported indication: beyaz from 2011 to 2012, birth control pill in 2010 and beta blockers. Past adverse reactions to the above products included palpitations with beta blockers. Concurrent conditions included morbid obesity, gerd, peptic ulcer, cholesterol levels raised, hypertension, penicillin allergy (reaction is hives, shortness of breath), drug allergy (reactions-itch , nausea and vomiting), allergic reaction to antibiotics (side effect-yeast infection) and drug allergy (reaction-hives, gi upset). Concomitant products included alprazolam (xanax), atorvastatin since (B)(6) 2018, cetirizine hydrochloride, cyclobenzaprine, dicycloverine hydrochloride (bentyl), estradiol (estrogel), famotidine, hydrochlorothiazide, hydrochlorothiazide (microzide), ibuprofen, lisinopril, magnesium gluconate (magonate), omeprazole, oxycocet (percocet), paliperidone, paliperidone (invega), potassium chloride, ranitidine hydrochloride (zantac), sertraline (zoloft) and vitamin b. On (B)(6) 20, the patient had essure inserted. In 2015, the patient experienced menopausal symptoms ("hormonal changes describe: put me into full menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), bipolar disorder ("bipolar"), schizophrenia (seriousness criterion medically significant), bladder disorder ("bladder problem/ bladder drainage"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: poor vision/ blind spots and vision worsening"), fatigue ("fatigue"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression"), vitreous floaters ("floaters") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy) and surgery (nova sure endometrial ablation, d&c,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anxiety, bladder disorder, migraine, headache, dysmenorrhoea, back pain and depression had not resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the uterine haemorrhage, menopausal symptoms, urinary tract infection, bipolar disorder, schizophrenia, urinary tract disorder, nausea, tooth disorder, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, fibromyalgia, alopecia, vitreous floaters and gastrooesophageal reflux disease outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, schizophrenia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms abnormal uterine bleeding, menorrhagia, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable ot confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia"), uterine haemorrhage ("abnormal uterine bleeding"), bipolar disorder ("bipolar") and schizophrenia ("schizophrenia") in a 39-year-old female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and female condom in 2010. Previously administered products included for an unreported indication: beyaz from 2011 to 2012, birth control pill in 2010 and beta blockers. Past adverse reactions to the above products included palpitations with beta blockers. Concurrent conditions included morbid obesity, gerd, peptic ulcer, cholesterol levels raised, hypertension, penicillin allergy (reaction is hives, shortness of breath), drug allergy (reactions-itch , nausea and vomiting), allergic reaction to antibiotics (side effect-yeast infection) and drug allergy (reaction-hives, gi upset). Concomitant products included alprazolam (xanax), atorvastatin since (B)(6) 2018, cetirizine hydrochloride, cyclobenzaprine, dicycloverine hydrochloride (bentyl), estradiol (estrogel), famotidine, hydrochlorothiazide, hydrochlorothiazide (microzide), ibuprofen, lisinopril, magnesium gluconate (magonate), omeprazole, oxycocet (percocet), paliperidone, paliperidone (invega), potassium chloride, ranitidine hydrochloride (zantac), sertraline (zoloft) and vitamin b. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2015, the patient experienced menopausal symptoms ("hormonal changes describe: put me into full menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), schizophrenia (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), urinary tract disorder ("bladder problem and urinary problems or changes"), bladder disorder ("bladder problem and urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: poor vision and vision worsening"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one) weight gain"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), depression ("depression"), vitreous floaters ("vision/eye problems - type: floaters"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"), dental caries ("tooth disorder: tooth decay") and visual field defect ("vision/eye problems - type: blind spots"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy), surgery (nova sure endometrial ablation, d&c,) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anxiety, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, back pain and depression had not resolved, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the uterine haemorrhage, bipolar disorder, schizophrenia, menopausal symptoms, urinary tract infection, nausea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, fibromyalgia, alopecia, vitreous floaters, gastrooesophageal reflux disease, dental caries and visual field defect outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, schizophrenia, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual field defect, visual impairment, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms abnormal uterine bleeding, menorrhagia, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable ot confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received: event blind spots,was added. The event tooth decay was coded to dental caries. The event menorrhagia was marked intervention due to ablation . Event onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and schizophrenia ("schizophrenia") in an adult female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and condom in 2010. Previously administered products included for an unreported indication: beyaz from 2011 to 2012, birth control pill in 2010 and beta blockers. Past adverse reactions to the above products included palpitations with beta blockers. Concurrent conditions included morbid obesity, gerd, peptic ulcer, cholesterol levels raised, hypertension, penicillin allergy (reaction is hives, shortness of breath), drug allergy (reactions-itch , nausea and vomiting), allergic reaction to antibiotics (side effect-yeast infection) and drug allergy (reaction-hives, gi upset). Concomitant products included alprazolam (xanax), atorvastatin since january 2018, cetirizine hydrochloride, cyclobenzaprine, dicycloverine hydrochloride (bentyl), estradiol (estrogel), famotidine, hydrochlorothiazide, hydrochlorothiazide (microzide), ibuprofen, lisinopril, magnesium gluconate (magonate), omeprazole, oxycocet (percocet), paliperidone, paliperidone (invega), potassium chloride, ranitidine hydrochloride (zantac), sertraline (zoloft) and vitamin b. On (B)(6)2012, the patient had essure inserted. In 2015, the patient experienced menopausal symptoms ("hormonal changes describe: put me into full menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), bipolar disorder ("bipolar"), schizophrenia (seriousness criterion medically significant), bladder disorder ("bladder problem/ bladder drainage"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems: poor vision/ blind spots and vision worsening"), fatigue ("fatigue"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression"), vitreous floaters ("floaters") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy) and surgery (nova sure endometrial ablation, d&c,). Essure was removed on(B)(6)2015. At the time of the report, the pelvic pain, anxiety, bladder disorder, migraine, headache, dysmenorrhoea, back pain and depression had not resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the uterine haemorrhage, menopausal symptoms, urinary tract infection, bipolar disorder, schizophrenia, urinary tract disorder, nausea, tooth disorder, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, fibromyalgia, alopecia, vitreous floaters and gastrooesophageal reflux disease outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, schizophrenia, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms abnormal uterine bleeding, menorrhagia, abdominal pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2018: information from pfs. New reporter added. Lot number added. New events added: floaters, gerd on(B)(6)2018: information from mr. New reporters added. Ethnicity added. Concomitant conditions added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.